Manufacturer narrative:
Device received with broken belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent was reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 86 mg/dl at the time of the incident. Customer states that one of that holds the belt was broken. The insulin pump will be returned for analysis.